Event description:
It is rpeorted that the pt is experiencing constant knee pain, a burning sensation around the operation incision scar, and the knee feels warm to the touch. The pt suspects she has a metal allergy.

Manufacturer narrative:
Info was received from a consumer who is not requried to complete form 3500a. This report will be amended when our investigation is completed.